Event description:
The international customer reported the ventilator began alarming and the display went dark, and the unit then stopped operating. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The ventilator had been previously operating on the internal battery. The manufacturers service technician confirmed the reported problem. The service technician replaced the cpu pcb board to address the reported problem. Applicable final testing was performed and tests passed to operating specifications.